Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The customer called back and was able to resolve the reported issue themselves so no device return or evaluation is expected.

Event description:
The customer reported that while using the avea ventilator, the fraction of inspired oxygen (fio2) is out of specification but is passing the extended self-test (est). The customer stated there was no patient involvement associated with this event.